Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast implant, catalog # 3502300, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and reported experiencing deflation on the right breast implant; however, upon removal, the implant was intact. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel implants, catalog # 3503501bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2019.

Manufacturer narrative:
On 3/6/2019, the mentor failure analysis lab has received the device for evaluation. On 3/22/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. White, yellow and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered several creases on the posterior aspect. No other anomalies were discovered. There are no failure reported against our product. There is not a root cause to determine the findings observed at the moment. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).